Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photographs confirmed damage to the external portion of the patient¿s driveline; however, a specific cause for the reported damage could not conclusively be determined through this evaluation. The submitted images of the external portion of the patient¿s driveline depicted tears and damage to the outer silicone layer. The damage appeared to be cosmetic only, and the bionate did not appear to be damaged. The vad coordinator reported that the patient¿s driveline was folded in half with a sharp bend in the driveline. The driveline had multiple pieces of tape on it. After unraveling driveline and removing tape, multiple areas of external damage to driveline were observed. There was no visible damage to the internal sheath. Technical services suggested wrapping the driveline with rescue/fusion tape. The submitted log file contained data from (B)(6) 2021 06:32:08 through (B)(6) 2021 09:29:49. Two no external power events were captured on (B)(6) 2021 and (B)(6) 2021 when the patient simultaneously disconnected power from both controller leads. Power cable disconnects were also captured. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted and on assessment the driveline was folded in half with sharp bend in the external driveline. The external driveline had multiple pieces of tape on it. After unraveling driveline and removing tape, multiple areas of external damage to driveline were observed. Additional information stated that there was no visible damage to internal sheath, no pump stop alarms on interrogation. The tears in the outer silicone jacket appeared to be cosmetic only. The area did not warrant a cosmetic repair.